Manufacturer narrative:
Field d4 (lot#, UDI and expiration date) was left blank as the lot# of the device is unknown.

Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, a dissection occurred with the enroute 0.014" guidewire in the right internal carotid artery (ica). The physician was unable to cross the lesion due to the dissection and converted the procedure to carotid endarterectomy (cea). No further complications were reported.